Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch# (B)(4) that stent foreshortening occurred. The target lesion was located in a coronary vessel. A 3.50x24mm promus element¿ plus drug-eluting stent was implanted to treat the lesion. However, it was noted that the proximal portion of the stent developed a longitudinal compression. An additional stent was implanted to resolve the issue and the procedure was completed. No patient complications were reported.